Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was received severed approximately 11.8 cm from the is-1 terminal pin. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. The trilumen insulation was abraded through to the rate/sense conductor coil at 11.3-11.7 cm from the terminal pin. The abrasion was smooth, consistent with lead-on-lead contact. Laboratory analysis concluded that the noise observed clinically was likely due to the insulation abrasion.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead received inappropriate shocks. Noise was oversensed and a lead insulation issue was suspected. No inhibited pacing was reported. All lead measurements were within normal range. The lead was explanted and replaced. No adverse patient effects were reported.